Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 298 mg/dl, 323 mg/dl, 253 mg/dl, and 585 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The returned test strips expired before the investigation could be conducted.